Manufacturer narrative:
(B)(4). The device has not yet been returned to atricure for evaluation. If add'l info is received, a supplemental report will be submitted. The lot number of the device was unable to be ascertained.

Event description:
It was reported by the customer that during a cardiopulmonary bypass procedure, the hercules arm may have injured the heart, since the metal part next tot he fixation ball is rigid & sharp. There was an unknown amount of blood loss noted. The patient outcome was not affected.